Event description:
It was reported that the plastic tip is broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the plastic tip is broken.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the sheath revealed the presence of a broken ceramic tip. Only a piece of the ceramic tip broke off and was not returned with sheath. The probable root cause for the broken ceramic tip is likely due to user mishandling. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.